Manufacturer narrative:
(B)(4). Conclusion not yet available, sample analysis in process. See scanned page.

Event description:
Customer states: prior to use on a patient, during pre-test, a nurse confirmed a difficulty in injecting the air in the cuff and also in evacuation. No patient involvement.